Event description:
Customer reported blood glucose results of 194 mg/dl using advantage system 1 and 106 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to the discrepancy. Strips of advantage system 1 not available for return, replacement system sent.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).